Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the monopolar curved scissors instrument clamp did not close completely. Despite cleaning it, it was impossible to cut. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades to have mechanical indentations/burrs. The scissors did not fully close due to the blade damage. The blades did not cut through the entire length and a cut test failed. One blade edge had an indentation between the midpoint and the tip that acts as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's pad printing to be removed. The pad printing was removed along the entire length of the tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.